Event description:
It was reported that low impedances of <(><<)>1000 ohms were measured on contacts 8-11. It was further reported the bipolar electrode pair 8-9 had a measured impedance reading of 1 ohm. It was stated the patient was reprogrammed as a result of the event and that the patient¿s system remained in place. It was noted the ¿physician changed the leads numeration and he reported that the low impedances were on the other lead.¿ it was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information reported the results of the first impedance test were that the impedances were ¿normal¿ for contacts 0-3 and that there were low impedances between 562-1158 ohms for contacts 8-11. It was again stated the bipolar electrode pair of 8-9 had an impedance of 1 ohm. It was noted the physician then switched the channel number of each electrode set and then performed a second impedance testing, where the specific electrode numbers remained the same. It was reported the results of the second impedance test were that the impedances were again ¿normal¿ for contacts 0-3 and that there were low impedances between 560-1158 ohms for contacts 8-11. It was once again noted that the bipolar electrode pair of 8-9 had an impedance of 1 ohm. Additional information stated the patient¿s implantable neurostimulator (ins) was off as of six days after initial report. It was further stated that when the ins was on, the patient experienced an increase in dyskinesia symptoms. It was noted the ¿first programming was done with a memory mod mod bbo¿ and that ¿the same issue was present with the bbr model.¿ the exact meaning of this statement was unclear at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information reported the patient was reprogrammed where the "contacts with impedances out of range were not programmed." The patient was reportedly "receiving an effective stimulation" with "no more dyskinesia" with the new program.

Manufacturer narrative:
Concomitant products: product ID: 3387-28, implanted: (B)(6) 2014, product type: lead. Product ID: 37086-60, implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information reported that at the time of follow-up the patient's implantable neurostimulator (ins) was switched off. It was stated the patient was under observation by their physicians and the situation was improving.

Event description:
Additional information stated the patient's "lead and extension were implanted from four days." It was also stated the previously reported low impedances had "ocurred within two months."

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.